Event description:
Healthcare professional reported "Capsular Contracture Baker grade III and implant exchange from textured to smooth". Healthcare professional later reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of "Capsular Contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Rupture and Capsular Contracture, Baker grade III.